Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that following an overdischarge with poor communication the patient had surging and an overstimulation sensation. The manufacturer representative met the patient at the health care professional (hcp) office to reprogram. The patient met with the manufacturer representative in (B)(6) 2015. The patient found out there was a replacement battery that was more efficient and that ¿may not cause the surging problem.¿ it was reported that the patient felt stimulation as a little more intense when they got into different body positions such as putting their head back. The surging or overstimulation issue was different from that. The patient stated that randomly the stimulation would just surge up and then go back to the original setting. It was stated that finding the right setting now was a ¿medium¿ because sometimes stimulation would go away above where they set it. Since this strange occurrence, the patient had researched what was going on and found a recall on the FDA website for their battery. The patient provided the recall number that they found on the website to be z-0124-2014. According to the reported information and the intent of the recall number provided, this recall does not match the patient¿s event. The event was assessed for other recalls as well but known were currently found to apply. It was stated that the patient was diligent in keeping their ins charged since their previous overdischarge ((B)(4)) the overstimulation was not felt immediately following the device being pulled out of overdischarge. The patient thought they had adaptive stimulation and in the beginning the manufacturer representative walked them through setting everything up but after the overdischarge the patient did not know if the representative set it back up because the stimulation feeling was now definitely different than when they first got the unit put in. Per the patient¿s wishes it was not checked during the call if adaptive stimulation was actually activated. It was reported that in the past the patient had been using a tens unit for supplement. The surging was intermittent and occurred randomly when they moved around in certain positions and occurred once or twice a week. It had also happened a couple of times when they were standing. Mostly it occurred in the middle of the night when they were sleeping in certain positions or when they switched positons. Ever since that one overdischarge they had the problem. The patient was looking into their options for their next device. This event started to occur in 2015 about a month after the overdischarge was resolved. It was stated that it probably started in (B)(6) 2015. The patient met with a manufacturer representative about this for reprogramming in (B)(6) 2015.